Event description:
It was reported that a motor stall had occurred. No further details were provided regarding the event at the time it was reported. It was unknown what medication the device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: unknown. (B)(4).